Event description:
Dermabond topical skin adhesive was used to close a laceration on the hand of a child. Twenty four hours later, the child was brought back to the facility because the dermabond had peeled off causing the wound to dehisce and become infected. The wound was closed with steri strips. Patient is currently doing well. This report will account for the wound dehiscence portion of the complaint.

Manufacturer narrative:
Some information for this report had not been provided at this filing. If the information is provided at a later date, a supplemental filing will be sent. The event description does not suggest that the functional performance of the device was out of specification. The event included need for additional medical intervention (steri strips) as a result of the wound dehiscence. No other adverse events were reported or complications at the present time. The package insert indicates that the adhesive should not be used in areas exposed to prolonged moisture or friction. The area should be dry prior to applying the adhesive to assure direct contact for adherence of the adhesive with the skin. Package insert also states that patients treated with dermabond topical skin adhesive should be instructed that until the polymerized film has sloughed naturally (usually in 5-10 days) there should be only transient wetting of the treatment site. The patient may shower and bathe the treatment site gently. The site should not be scrubbed, soaked, or exposed to prolong wetness until the film has sloughed off naturally and the would has healed closed.